Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an increase in impedances and pacing threshold. A lead fracture was suspected. A lead revision procedure was performed and the lead was cut and capped. A new rv lead was placed without incident. There were no additional adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.